Manufacturer narrative:
The device was returned to the MFR for investigation. Based on the investigation details, there was debris built up on the large collet and inside the wedge collet.

Event description:
It was reported that the device would not hold a pin. The condition of the device was discovered during testing prior to the procedure. There was no pt involvement and no allegation of adverse consequences associated with this event.